Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was over 900 mg/dl. The daughter stated that her mother found her father unconscious on his bed and paramedics were called to rush him to the hospital. The customer had short term memory from strokes. The daughter stated that her father's body was shutdown close to death. The customer was treated for the high blood glucose readings and diabetic ketoacidosis with ICU treatment and the pump. The customer was advised to call back to troubleshoot.